Event description:
It has been reported to philips that the device produced an error message "button active. Release button to complete startup". There was no harm reported. The available information does not indicate whether the device was in clinical use. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed the error message "button active. Release button to complete startup". During troubleshooting, the fse found an issue with the imaging module stated that due to some buttons making contact without being pressed. The fse replaced the imaging module. After replacement of the imaging module, the system was returned to use in good working order. The codes were updated based on the investigation outcome.